Event description:
On may 06, 2025, misonix® llc., a bioventus® co., received a report of the black sheath on a nexus® bonescalpel® access (bsa) handpiece reaching an operating temperature that resulted in a burn to the patient's skin (at the surgical incision) during an anterior cervical discectomy and fusion procedure. Following the surgery a burn ointment was applied to the affected skin. No further intervention was taken during or following surgery for the event.

Manufacturer narrative:
The bonescalpel access (bsa) handpiece used during the anterior cervical discectomy and fusion procedure has not yet been received for evaluation and the specific investigatory actions to determine the potential cause of the reported event have not yet been fully determined. The investigation of the reported issue is on-going, and conclusions of the investigation are not yet available.